Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient's wife contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was indicating the battery icon symbol. The medical surveillance specialist (mss) spoke to the lay user/patient's wife for follow-up questions on (B)(6) 2011 and obtained/verified the following information. The patient's wife informed the mss that the patient's testing frequency is 8-10 times daily and manages his diabetes with insulin (type and dose not specified). The patient's wife reported the alleged issue began approximately 2 months ago prior to contacting lfs. A month after the alleged issue began the wife stated the patient was consuming more food and/or drink than usual. The wife confirmed and verified the patient was experiencing a headache, was feeling pale and thirsty a month after the alleged issue began; which she associated as high blood sugar symptoms. On (B)(6) 2011 at 11:00am, the wife confirmed he was admitted to the emergency room (ER); however she was not able to recall or confirmed what type of treatment the patient received or whether he was tested on another blood glucose device after the alleged issue began. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter and there was no misused of the meter. The meter required new batteries; however the wife indicated new batteries were not available at the time. Replacement products were sent to the patient. This complaint is being reported because the patient's wife claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.